Event description:
The end user alleges while at nature reserve in UK while asending an incline the unit began to roll backwards. The user turned the wheel and hit a wall an fell out of unit. The claim the unit defective. Pride UK reviewed the product and found no issue with the scooter.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.